Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). This device was explanted and replaced with a new pacemaker device. No additional adverse patient effects were reported. As of today, this product has not been received for evaluation.